Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can more information be provided regarding the infarction? Does the investigator believe there any device deficiency/malfunction that may have caused or contributed to the infarction? Not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The root cause is unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during clinical trial (B)(6), during a microwave ablation of soft tissue liver lesions, the patient experienced infarction. There is no relationship to the study procedure but there is a probable relationship to the study device. No treatment was provided. The patient has recovered/incident was resolved.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. Additional information was requested and the following was obtained: on the ablation procedure report (B)(6) 2021 an infarction was noted in the artery supplying segment 8. The infarction occurred due to probe placement within an artery. There were no clinical sequelae. This was not device related. The device performed as it should have. It was placed near a segmental artery by choice of the operator to treat the tumor. The segmental infarct was a necessity and anticipated potential complication. I view this as event as being within the range of minor complications associated thermal ablation, regardless of device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.